Manufacturer narrative:
Eval: results: the returned product was subjected to a visual inspection with no discrepancies noted. The ipg passed all mechanical and electrical analysis. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09346. The pt received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2008. It was reported the pt had experienced a fall and noticed changes in the stimulation patter. A full parameter diagnostic indicated high impedance values on several contacts. In addition, the pt also reported feeling pain at the lead insertion site. The physician explanted and replaced the leads. The physician also elected to replace the system ipg due to possible damage from the fall. The pt reported effective coverage post-operative. No further pt complications were reported.